Manufacturer narrative:
Product is not being returned, discarded by dentist. Unable to do a physical investigation for this reported incident,therefore,no conclusion can be drawn. The device was discarded by the dentist.

Event description:
Dentist indicated that the abutment screw fractured.